Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, two days post-op, and the patient exhibited signs of a hematoma. The surgeon re-operated to determine the cause. The surgeon suctioned a large amount of blood clot. A small area of the staple line was found to be oozing (starting at the antrum, it was near the distal end of the fourth staple line, just before the intersection with the fifth staple line). During the initial operation the surgeon's technique is to imbricate the top half of the staple line. The bleeding area was below that imbrications, so the surgeon over sewed the rest of the staple line down to the antrum. There was one hour reoperation to evacuate blood clot, and determine/stop the source of bleeding. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the patient taking any anticoagulants? Unknown. Patients preexisting conditions? Morbid obesity. Patient age, sex and weight? Unknown, male, unknown . What was the shape and form of the staples? Appeared formed. Cartridge color? Green. How many total staple lines were fired? About 8. How was the hematoma determined? Patient symptoms. How is the patient currently? Recovering. Is the patient expected to have a full recovery? Yes, the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.